Event description:
It was reported that (1) device was used during a ladg procedure. It was reported by the affiliate that the er220 clip would not feed into the jaw properly. Another device was used to complete the case. There was no consequence to the pt. The device was discarded.